Event description:
Customer claims the product was in use with a pt. When the nurse performed a routine alarm check she found the alarm has power. However, there was no alarm tone when pressure was taken off the sensor pad or when the sensor was detached from the alarm. There was no pt incident or injury reported.

Manufacturer narrative:
(B) (4). Eval: results - evaluation for the returned product shows that the green led flashes on and off indicating power. When the tone selector button is pressed the light stops flashing, then there's no alarm tone when the pressure is applied or taken off the sensor pad. (B) (4).